Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis and a heart attack. Leading up to the hospitalization, the customer was doing exercise at home and a week prior, his insulin pump had reportedly stopped working. Customer believed the insulin pump was working intermittently before it stopped working completely. He also stated he beleived the insulin pump was possibly the cause of hospitalization. His blood glucose at the time of hospitalization was not known. Customer had open heart surgery. The customer went to a nursing home and was out of the nursing home on december 12. The customer stated he had switched over to taking shots a couple of days before the hospital visit. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.